Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 3801 ml. The fill volume was 2000 ml. This meets iipv criteria. According to the nurse, she was not aware of this event as the patient did not report it to her. Additionally, the patient has not reported any symptoms of overfill. Product surveillance notified the nurse of the probable cause. Per the nurse the patient received a new cycler and has resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain due to use error as the tidal ultrafiltration removal was set too low due to the use of higher dextrose. The device will be routed to the service area.